Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on the complaint date, the patient¿s blood glucose (bg) was as high as 600 mg/dl with extreme thirst, nausea and vomiting. It was reported that the patient self-treated with insulin via pump and injection. The patient allegedly discontinued pump therapy, remained hospitalized with no information provided regarding any recent adjustment to the pump settings. Customer support agent reviewed the event with the reporter. Review of potential causes for inaccurate delivery indicated that there were missing bolus records and the reported acknowledged that they had forgotten to dial bolus total up from 0.00 units to recommended amount. In addition, review of potential causes for bg issues revealed that the bolus type was incorrectly programmed and dosage recommended by bolus calculator feature was overridden. This complaint is being reported because the patient experienced severe hyperglycemia related to a use error in that bolus deliveries were not performed correctly.

Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.